Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead was damaged during a separate open-heart procedure during an atriotomy for bypass. Surgeon cut distal portion of lead off and removed the distal portion from the atrium at the time of surgery. Patient was then brought back at a later date to have the rest of the lead explanted, and a new atrial lead implanted. No patient complications have been reported as a result of this event.